Event description:
It was reported that a user paired a libre 3 plus sensor to the libre mobile app, which prevented pairing the same sensor to the ilet system, and the user was advised that the sensor can only be paired to one device and must be paired directly to the ilet for use. Symptoms included no adverse events and no reported changes in blood glucose. Outcomes included no medical intervention, no hospitalization, and no impact to therapy beyond the inability to use that sensor with the ilet. Investigation included user education and troubleshooting regarding correct sensor pairing procedures. Investigation of this case revealed that the sensor was already in use by another device, consistent with expected device behavior and use error. It was concluded that the event was related to user error in pairing sequence, with the ilet functioning as designed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.